Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that during the atrial lead implant procedure, physician noted the lead was damaged. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.